Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 292 units of insulin during the load sequence. The customer will continue to use current pump. Customer¿s blood glucose level was 270 mg/dl. It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue.